Event description:
It was reported that the pump touchscreen display was difficult to see. Reportedly, the touchscreen display was "black with white and red lines." Additionally, it was reported that the pump battery was unresponsive. Customer¿s blood glucose level was 220. The customer is using a backup pump to continue insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.